Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recently stored a signal artifact monitoring (sam) episode that automatically disabled the minute ventilation (mv) sensor signal. Boston scientific technical services (ts) was contacted and explained how the sam and mv feature work. Additionally, it was noted that the right ventricular (rv) lead shock impedance was elevated and out-of-range (greater than 200 ohms). Ts provided the steps for reactivating the mv sensor at the next in-clinic follow-up appointment. At this time, the ICD and rv lead remain implanted and in-service. No adverse patient effects were reported.